Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: patient was implanted on (B)(6) 2012 with low profile pelvic plate. When patient was walking the plate broke, date unknown. Patient returned to or on 10/10/2012 the plate was removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.